Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling es over-the-wire balloon catheter. A stopcock was returned connected to the inflation port of the manifold. There was dried blood in the guide wire lumen and balloon. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was located longitudinally < 1 mm from the distal edge of the distal marker band and extended 5 mm proximally. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the left femoral artery. The 100% stenosed lesion was located in the moderately tortuous and moderately calcified right, distal superficial femoral artery. The 3mm x 20mm x140cm sterling es balloon dilation catheter was advanced to predilate the target lesion and the balloon ruptured at 10 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Access was gained through the left femoral artery. The 100% stenosed lesion was located in the moderately tortuous and moderately calcified right, distal superficial femoral artery. The 3mm x 20mm x140cm sterling es balloon dilation catheter was advanced to predilate the target lesion and the balloon ruptured at 10 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.